Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Reportedly, customer denied manually suspending insulin deliveries. Customer's blood glucose was 90 mg/dl. Reportedly, customer continued to use the pump for insulin deliveries.